Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated the last time he charge his ins was last spring, noting that he didn't have to use it because his back felt good. Probably eight weeks ago, the patient stated he slipped on ice in a parking lot and landed on a curb, noting that he needed assistance getting up. Since he fell, the patient said everything has been just totally screwed up, so he decided to charge his ins so he could use it to relieve some pain. The patient stated when he tried to charge his ins yesterday, it initially wouldn't allow him to charge and was showing the poor communication screen. The patient stated he met with a manufacturer representative (rep) who assisted the patient with a physician recharge mode (prm) because the ins was overdischarged. The patient stated after an hour of prm his ins started charging. After the ins began charging, the patient stated he saw a power on reset (por) message appear on the recharger, but could not confirm if this was warning or informational. The patient said the rep told him the por would appear, but said it could be cleared. The patient said the por cleared from the recharger and allowed him to charge his ins, but it did not clear from the patient programmer (pp). The patient synced while on the call and saw poor communication screen initially. The patient said he did not have the pp antenna over the ins when he attempted to sync, so the patient repositioned the antenna over his ins and reattempted. The patient confirmed syncing with the ins, and reported seeing a warning por screen. The por message could not be cleared. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller reported the patient has not used their spinal cord stimulator (scs) in over one year and that their stimulation has been off for over a year. The patient told their healthcare provider (hcp) that he is "in the process" of charging, but cannot activate it until he meets with his manufacturer representative (rep) or doctor. The caller clarified stating that the patient said their rep or hcp gave him instructions for how to charge the ins, but he cannot turn stimulation off/on until he see the rep or doctor in person. The patient then got on the phone and stated then when he attempted to charge the ins last month he found he was not able to. No further complications were reported. No patient symptoms were reported.